Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported a tacrolimus infusion completed 5 hours earlier than expected. Tacrolimus was hung on (B)(6) 2015 at 14:42 and by (B)(6) 2015 at 05:00 the bag was empty. The rate of infusion was 5.5 ml/hr. Img (0.2ml) of tacrolimus was mixed in a 100 ml d5w b. Braun partial additive bag. Per b. Braun, the potential overfill for the bag is between 5-13mls. No patient harm or medical intervention was reported. Although requested, no additional information was provided.